Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: review of the black box data revealed unexplained power on reset records, some of which were recorded after call service alarm 078 and call service alarm 064. There was evidence of moisture corrosion inside the battery compartment and the battery compartment was noted to be cracked. The returned battery cap was intact and without damage; the cap was able to attach properly to the pump. On investigation, the pump powered on with audible tone and vibration intact. The pump was exercised for 24 hours during which time, the pump emitted a call service alarm 064; the 24 hour duration test was not able to be completed due to the alarm. Leak testing revealed moisture leakage into the battery compartment at the battery compartment crack. The pump was opened for further investigation and revealed moisture contamination inside the pump on the motor flex and connector. Investigation confirmed/duplicated the complaint. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked. Reportedly there was moisture and corrosion in the battery compartment. There was no indication of damage to the battery cap; the battery cap was replaced approximately 1 to 3 months ago and there was no visible yellow o-ring. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.